Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The lesion was located in the non-tortuous and non-calcified right pulmonary artery (narrowest area 3.8mm with normal vessel 7.7mm). The 8.0mm x 20mm sterling over-the-wire balloon ruptured at 12 atms on the fourth inflation. The first 3 inflations were also performed to 12 atms. The device was removed without incident and the procedure was successfully completed with another 8.00mm x 20mm sterling balloon catheter. No patient complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.